Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿cementless bipolar hemiarthroplasty for unstable intertrochanteric fractures in elderly patients,¿ by w.-s. Choy, md et al (2009) published by the korean orthopedic association vol. 2 pp. 221-228 was reviewed for MDR reportability. This study evaluated the clinicoradiological results of cementless bipolar hemiarthroplasty for unstable intertrochanteric fractures in 40 elderly patients after primary cementless bipolar hemiarthroplasty using a depuy bipolar porocoat aml hip system following comminution of the femur caused by severe osteoporosis. The researchers measured radiographic results and performed functional testing immediately following surgery and continued to measure the results for two years post-operatively. The results of the study indicated that there were positive overall functional and radiographic patient responses to the aml implant. The literature reports 15 incidences of radiolucent lines, and 25 patients with bone resorption identified that were not surgically confirmed. There was one incidence of postoperative pulmonary embolism confirmed using arterial blood gases and chest CT scan. 12 patients reported some degree of pain following surgery. 3 patients were treated for superficial infections treated with local wound care and antibiotics. There were three occurrences of heterotopic ossification and 2 reports of decreased range-of-motion postoperatively. There were no postoperative complications, such as femoral stem loosening, significant alignment changes, and progressive subsistence of the aml hip system two years-postoperatively. None of the bone resorption resulted in fracture or loosening during the follow-up procedure. None of the patients in the study required revision surgery. The patients with infections and the patient with pulmonary embolism required medical treatment but no surgical intervention. Patient harms identified in this study: 1 pulmonary embolism, 12 reports of pain, 3 patients with infection, 3 patients with heterotopic ossification, 2 patients with decreased range-of-motion. Impacted products: unknown femoral head, unknown femoral head, unknown femoral stem.